Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as the skin tissue is irritated and has broken down; underneath the electrodes, skin areas are sore and red. There was no alleged device malfunction contributing to the irritation. The patient's physician ended use for the skin irritation. Follow up indicated that the skin irritation improved.